Event description:
It was reported that during implant, the left ventricular lead was placed into an initially stable position. The guide was removed and prior to suturing the lead down, the physician took a look under fluoro and saw that the lead had pulled back down the target vessel. The lead was not implanted and replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found.